Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was hot to the touch and melting. Additional information was not provided. Customer declined further troubleshooting.